Event description:
It was reported that the electrode is out of range (oor). Revision surgery was performed to replace the lead. The revision surgery was successful with no reports of patient harm or injury. The lead was returned for evaluation. Visual inspection indicated the lead is in 2 pieces with a locking stylet in the distal section. All wires of the lead were fractured in 2 separate places: 103 millimeters (mm) and 114 mm from the distal tip. It was observed during the visual inspection that the coil wires were likely fractured prior to the explant as the wire ends are rounded indicating fatigue fracture. The allegation of impedance out of range is due to lack of wire continuity in the lead assembly.